Event description:
It was reported that the customer went to the hospital and was subsequently admitted in the intensive care unit with a blood glucose (bg) level between 540-560 mg/dl on (B)(6)2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 5/15/2026 with the issue resolved and no permanent damage.